Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On that same day, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic daily for two weeks (medication, dose, and route not reported) and heparin for the peritonitis event. The patient was recovering from the event. Dianeal an extraneal therapies were ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Initial reporter: zip code (B)(6). Brand name: the reported product is an unknown baxter minicap.  The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).